Manufacturer narrative:
D10 concomitant products: 173016 173016 endo stitch instrument - (lot#j5g3188ey); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracic diaphragm plication, during use of the endostitch, the needle became dislodged from the jaws after being passed through a pledgets and tissue several times. A field contact was present in the room and confirmed that the reload was loaded properly. A new device was used to resolve the issue. There was no patient injury.